Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. During the procedure 2 was were kinked while trying to position them in the laa. Both devices were removed when the kinks were noted and replaced with a new device. There were no other complications that were reported to have occurred during the procedure. Post procedure, the patient was noted to have a pericardial effusion. The patient was monitored for the rest of the day and remained fine. A repeat echocardiogram will be performed to assess the effusion and the patient will be put on blood thinner medication 1 day post procedure. The patient recovered well and the effusion resolved. There were no other complications that were reported and the patient has since been discharged home.